Manufacturer narrative:
For any product information received. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sm torque limiting driver was reported for an unknown reason. Update: (B)(6) 2017: it was reported that the screwdriver broke. It was being used to put together the trials and got stuck in the screwhole. The staff used a mallet to hit it to knock the screw driver loose and it broke.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.